Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence: in (B)(6) 2012 my wife had a total knee replacement and a depuy sigma pfc was used. My wife has more pain and suffering than she ever had with the replaced knee. We feel that the particular device causes that the prosthetic was defective. What are you suggesting we do. The statute of limitation has not yet expired, and you have been notified by this letter. Please reply. Your recall occurred in (B)(6) 2012. Update rec'd 07/22/2014- patient sent authorization forms received. List of implanted parts, doi, and side was sent as well. All components are being entered for pain. Complaint was updated on: 09/18/2014. Update rec¿d 08/26/2014- the patient's medical records were received. Records indicate the patient is also experiencing joint instability, joint tenderness, limping, and swelling. There is no indication of a revision surgery at this time. There is no new information that would change the existing MDR decision. The complaint was updated on: 9-23-2014. Update rec¿d 10/27/2014- patient's medical records were received. Records were reviewed for MDR reportability. Medical records indicate the patient was experiencing patellafemoral crepitus and patellar maltracking. The patient underwent an arthroscopy, synovectomy, and lateral retinacular release on (B)(6) 2014. The patient's patellar component and femoral component are being reported at this time. The complaint was updated on: 11/19/2014.

Manufacturer narrative:
The device associated with this report was not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination. Medical records were requested, received and forwarded to a depuy medical professional for review. With the information provided, it is unlikely the complaint of medial knee pain is a result of the knee implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.